Manufacturer narrative:
(B)(4) received seven 0.5ml, 8mkm, 30g syringes in opened polybag from batch# 6270527. All samples were decontaminated per hstr-17 prior to being evaluated. A review of the device history record was completed for batch# 6270527. All inspections and challenges were performed per the applicable operations qc specifications. Upon evaluation by qe ah, similar findings as to those documented in (B)(4) during initial investigation. The one sample exhibiting damage to the syringe cap, additionally exhibited damage to the thumbpress, as visualized once the cap was removed from the syringe. The type of damage noted within this sample is indicative of a jaw jam on the form fill & seal (ff&s) machinery, during packaging of syringes into the polybags. When this type of event occurs, a "crushing" of any component caught in the jam can occur. A review of the exterior of the polybag additionally noted a locus that aligned with the cap's damage in the lining of the polybag, further substantiating the likelihood of a jaw jam having occurred. As with most damage seen in a jaw jam scenario, the product caught in the jam is rendered unusable by the end user, as the samples is noted to be.

Manufacturer narrative:
Per manufacturing records, the reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the barrel of the bd plastic pack " / bd lord's " insulin syringe with needle was cracked, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received 7 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked barrel with the incident lot was not observed. One sample exhibited a crushed plunger cap. Samples forwarded to manufacturing, (B)(4), for further review. Upon completion of the device history review, a supplemental report will be filed. Conclusion - an absolute root cause could not be determined for a cracked barrel, as bd was unable to confirm the customer complaint. A possible root cause for a crushed plunger cap would be that the syringe was caught in the sealing bars of the packaging machine, crushing the cap.